Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump would not rewind and also reported high blood glucose levels. The customer's blood glucose reading was 532 mg/dl. The customer treated with a manual injection. The customer also reported a displayable history crc check failed on startup alarm, an unexpected restart alarm, a bad battery alarm, a low battery alert, a failed battery test alarm, and a battery out limit alarm. The customer was informed that the batteries were out of the insulin pump longer than allowed. The customer was advised to monitor the issue and to call back if problems persisted. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.